Manufacturer narrative:
Additional review of this event revealed that this was previously reported under boston scientific reference number (B)(4) / 2124215-2021-21534 for any further information, including device analysis results, please see the reports listed under those reference numbers.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in-clinic, the patient had been monitored on a holter monitor and the results were in. There appears to be oversensing and or loss of capture. In addition, there was a 3 to 4 second of no ventricle pace and there was no right ventricular escape rate at that time. Boston scientific technical services provided reprogramming options, troubleshooting, and indicated that there might be some lead integrity issue. The plan is to replace the ICD and right ventricular (rv) lead in the future. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional review of this event revealed that this was previously reported under boston scientific reference number (B)(4) / 2124215-2021-21534 for any further information, including device analysis results, please see the reports listed under those reference numbers.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in-clinic, the patient had been monitored on a holter monitor and the results were in. There appears to be oversensing and or loss of capture. In addition, there was a 3 to 4 second of no ventricle pace and there was no right ventricular escape rate at that time. Boston scientific technical services provided reprogramming options, troubleshooting, and indicated that there might be some lead integrity issue. The plan is to replace the ICD and right ventricular (rv) lead in the future. No adverse patient effects were reported. This device and rv lead remains in service.